Event description:
It was reported that there was a lawsuit which alleged that the device was explanted "as direct result of device failure." The lawsuit further alleges that the [patient] "sustained physical injuries." The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) normal depletion - meets expected longevity.